Event description:
It was reported that the left monitor on the 9800 sys displayed over frequency and went black between cases. Rebooted sys and it worked fine. No report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.